Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia cemented 5 degree stemmed right size f item # 42532007502 lot # 63078128. Persona articular surface fixed bearing right 10 mm item # 42521000510 lot # 62846474. Persona femur standard right size 9 item # 42502606602 lot # 62945429. Palacos r 1x40 single item # 00111214001 lot # 8174426. All poly patella cemented 32 mm diameter item # 42540000032 lot # 63104082. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00674, 0002648920-2018-00676, 0002648920-2018-00144, 0001822565-2018-04770. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an arthroscopy to remove bone growth post right total knee arthroplasty.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.